Event description:
The patient received initial ICD, implantable cardioverter defibrillator, implant. Upon follow-up it was noted that the ICD was unable to capture and pace the ventricle. Md decided to explant the device. However, md unable to retract the active fixation mechanism (small cork screw) and needed to place force on the lead to pull it out of the body. Examination of the distal lead revealed a large quantity of tissue collection that prevented contact with the endomyocardium, thereby rendering the ICD incapable of sensing ventricular tachycardia or ventricular fibrillation, or of capturing and/or pacing the ventricle.